Event description:
It was reported that a patient presented with a failed 21mm non-medtronic surgical valve. During the loading of a transcatheter aortic valve, the valve was misloaded due to shouldering of the valve after marrying of the delivery catheter system (dcs) and compression loading system (cls). A new valve was successfully loaded. The first two deployments of the valve were too deep and too shallow, respectively. On the third deployment, the valve moved aortic during deployment while controlled pacing was used. A third recapture was performed, and on the fourth and final deployment, the valve was successfully implanted at 2mm below the non-medtronic surgical ring using cusp overlap and commissure alignment technique. Angiography and transthoracic echocardiogram were conducted, showing no aortic insufficiency and no paravalvular leak. The mean gradient post-tavi was 8mmhg on transthoracic echocardiogram.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0013168838); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0013071599); product type: 0195-heart valves; product ID: evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; product ID: evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented with a failed 21mm non-medtronic surgical valve. During the loading of a transcatheter aort ic valve, the valve was misloaded due to shouldering of the valve after marrying of the delivery catheter system (dcs) and compression loading system (cls). A new valve was successfully loaded. The first two deployments of the valve were too deep and too shallow, respectively. On the third deployment, the valve moved aortic during deployment while controlled pacing was used. A third recapture was performed, and on the fourth and final deployment, the valve was successfully implanted at 2mm below the non-medtronic surgical ring using cusp overlap and commissure alignment technique. Angiography and transthoracic echocardiogram were conducted, showing no aortic insufficiency and no paravalvular leak. The mean gradient post-tavi was 8mmhg on transthoracic echocardiogram. Additional information was received that the loading issue was identified with visual inspection and occurred while loading the dcs, not the cls. It was reported that the capsule was unable to be advanced to complete loading on the dcs. Although using a new dcs was discussed, it was decided by the physicians to use the same dcs for implant.